Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient noted a red call doctor icon on their remote home monitoring system. Patient services assisted the patient in performing a successful remote home interrogation and referred the patient to their clinic to assess the data from the interrogation as the red light may indicate an issue that was not able to be transmitted originally. Upon review of the remote interrogation data, it was found that the pacemaker and another manufacturer's right ventricular (rv) lead exhibited high out of range impedance measurements which triggered the lead safety switch (lss). The field representative will attempt to obtain further information from the clinic. The pacemaker and rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the patient was brought into the clinic for lead testing. During the interrogation all impedance, sensing and threshold measurements were within normal limits. Subsequently the physician has opted to continue to monitor the patient and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.